Manufacturer narrative:
Event date (B)(6) 2017. (B)(4). Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a voluntary recall.

Event description:
A medwatch report was received regarding a patient that was found of f bipap when the machine alarmed 1006 error code and he was asking for help. No medical intervention was required and no patient harm occurred as he was placed back on bipap on another machine.